Event description:
It was reported that post implant, the physician suspected that he forgot to plug the svc df-1 port. The pocket was re-opened and the plug was in the device but not seated correctly. The device was removed and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the parts broke while being implanted. Fragments were removed from the patient and discarded. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The device was tested on the automated electrical test system. No anomalies were found. The diameters of the header bores were measured. The is-1 tip connector block was slightly below the specification. All other bores were normal.